Event description:
A right heart catheterization was performed (B)(6) 2025 to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 41.3 mmhg however it was noted that following the recalibration the sensor was showing negative pressure values. It was determined the sensor had been inadvertently re-calibrated to an inappropriate signal and the site requested to change the sensor baseline back to the original baseline prior to the right heart catheterization. The site is no longer questioning the pressures and reported that they were found to be similar to the pressures measured by the right heart catheter on (B)(6) 2025.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.